Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
Customer reported that a vela ventilator gave an alarm during maintenance. The alarm displayed a "vent inop, motor fault, and circuit fault" warning. Customer reported no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but not duplicated in the laboratory setting. The root cause of the reported issue was that transducers pt800 failed calibration and appeared to be tampered with and replaced.